Manufacturer narrative:
Dealer states the chair turns off sometimes then will not turn on. The chair is giving a joystick time out intermittently. Evaluation completed, liquid ingress on pcb.

Event description:
Dealer states, the chair turns off sometimes then will not turn on. The chair is giving a joystick time out intermittently.

Event description:
Dealer states the chair turns off sometimes then will not turn on. The chair is giving a joystick time out intermittently.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.